Event description:
Reporter alleges the pt had one ruptured implant and the dr ruptured the second one upon removal. Per receipt of medwatch: recently having some pain in the breast, a mammogram shows extrav of silicone from both capsules, right greater than left. Removal of the implants is clearly indicated. Path results show: implants and implant capsules, bilateral breasts, excision. Ruptured silicone breast implants (two) implant capsules with mineralization and silicone (two).